Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The following information was requested, but unavailable: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, h3 investigation summary the product was returned to eth for evaluation. Visual inspection revealed that one folder packet with a detached needle and one suture were received for analysis. Product code nw3319. During the visual inspection of the needle, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under magnification and remnant suture was observed. Additionally, the suture was noted to be severely cut, resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Batch manufacturing records of nw3319/v5016 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an emergency procedure on (B)(6) 2026 and suture were used. The suture was dislocated from swage. No adverse patient consequences were reported. Additional information was requested.